Event description:
Terumo medical corporation received the following reported information: following a percutaneous coronary intervention (pci) via right common femoral artery, a kink was observed in the insertion sheath when the angio-seal poly-foil pouch was opened. The device was not used, and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
D6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. E3: occupation: vascular surgeon the complaint cannot be confirmed for sheath mechanical damage as the sample was not returned for investigation. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. No action is recommended since this risk evaluation is within the predetermined limits.